Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The main board was replaced as a precaution. The device was recertified and returned to the customer. Review of the device activity logs show multiple battery related errors. This may be an indication that the device was not stored correctly and the battery replacement may have been performed incorrectly. However, this could not be firmly established as the batteries used were not provided for evaluation. No trend is associated with reports of this type.